Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip didn't deploy off of catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 12/01/2021 as no event date was reported. Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscopic examination was performed and confirmed the evidence of a full deployment of the device. Dimensional analysis was performed on the bushing outer diameter, and it was within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides were within specification. The bushing tabs measurement were symmetric and the flattening wire was confirmed to be within specification. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. No other problems with the device were noted. The reported event was not confirmed. The device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, the clip grasped and locked onto tissue, but did not deploy off of catheter. It was noted that the scope and catheter were tried to straightened out and the catheter was jiggled. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, the clip grasped and locked onto tissue, but did not deploy off of catheter. It was noted that the scope and catheter were tried to straightened out and the catheter was jiggled. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.